Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and failed due to receiver perpetually rebooting. An attempt to retrieve the receiver log by opening the receiver case and unplugging and plugging battery cable was performed and passed. The receiver log was not downloaded due to the receiver perpetually rebooting. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.